Manufacturer narrative:
Findings: unit received with blank screen due to corroded battery tube. Unable to perform displacement test due blank display. Unit received with partially broken reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot, cracked battery tube threads and missing end cap sticker. (B)(4).

Event description:
A customer reported via phone call indicating physical damage on their insulin pump. The patient's blood glucose level was 3.2 mmol/l. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.